Event description:
It was reported that three days post implant, the patient received multiple inappropriate shocks due to oversensing/noise. The right ventricular lead was noted to have high impedance which triggered an alert. The physician suspected a connection/setscrew issue. During the revision procedure, the physician was not able to get stable measurements, so a new lead was implanted. The new lead was noted to have low r-waves. The device remains in use. No further patient complications have been reported as a result of this event.